Event description:
The nurse reported multiple system messages during set up for the case. The patient was prepped and was in the room when they were trying to start up the system. The nurse rebooted the system, but when they tried to progress to tune, the system once again displayed the system messages. The case was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The company service representative replaced the power supply. The system was then tested and met all product specifications. The power supply has been sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).